Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as the prior tooth history of fracture, may have played a role in the need for the reported tooth extraction.

Event description:
On (B)(6) 2017, a dentist reported that a female patient (yob 1947) required extraction of tooth #15. This tooth had a lava ultimate crown seated on (B)(6) 2012, because of an existing fracture noted in the tooth. On (B)(6) 2013, the crown debonded and was re-cemented. On (B)(6) 2013, the crown fractured and a new lava ultimate crown was placed. The bite was adjusted in (B)(6) 2013 because of sensitivity. The crown debonded on (B)(6) 2014. And again on (B)(6) 2015, at which time it was noted that the tooth was fractured in half and an extraction was performed.